Event description:
Following a diagnostic catheterization an attempt was made to deploy a vasoseal elite. The operator was in training to perform vasoseal elite deployment. The procedure was uneventful until the collagen plug was inserted. Some blood was noted in the sheath. The operator advanced forward steadily to advance through the blood in the sheath. About a quarter of the way down the sheath, the plunger got stuck. The operator advanced forward and the resistance let up. When the sheath was removed, it was noted that half of the sheath was missing. The operator used forceps to extract the broken portion of the sheath. Manual compression was held to achieve hemostatsis. No patient complications were reported.